Manufacturer narrative:
H3: investigation results - the revision reported may have been the result of polyethylene wear secondary to instability of the knee joint. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. D6b: explanted date added.

Manufacturer narrative:
D6b: patient not revised.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, b3, b5, b6, d6b, g3, and h6. Further information and/or reopened investigation results will be provided within 30 days of their receipt.

Event description:
As reported via legal documentation, this patient had right knee replacement surgery on (B)(6) 2017. They subsequently underwent right knee revision surgery on (B)(6) 2023, approximately 5 years 11 months after their primary surgery. (B)(6) 2023 op report postoperative diagnosis: instability of internal right knee prosthesis. There was significant effusion and synovitis. There was delamination of the polyethylene but no evidence of prosthesis loosening. The polyethylene, femoral component, and tibial component were removed. The patella was carefully inspected and found to be well fixed and therefore left in place. Patient tolerated the procedure well and was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information d8 g3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain and planned revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. H6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal brief, on (B)(6) 2017 patient underwent a right total knee replacement surgery and was implanted with an optetrak device, including an insert made of polyethylene. Patient will undergo revision surgery on his right knee on (B)(6) 2023. As a direct, proximate result of the optetrak device, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.